Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right atrial (ra) lead channel that resulted in inappropriate atrial tachy response (atr) episodes. The noisy signals were reproducible through isometrics. Technical services (ts) reviewed the reports and noted that the ra lead channel also exhibited high capture thresholds approximately two years ago. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.